Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This occurred during use of the device for peritoneal dialysis therapy. The patient used a twin bag (manual) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.